Event description:
The lay user/patient contacted lifescan (lfs) alleging that her surestep enhanced meter was reading inaccurately high. The pt reported tha the reported meter was consistently displaying a result of 120 mg/dl. In 2005 the pt was not feeling well, had a slow heart rate, feeling dizzy, unable to open her eyes, and unable to stand up. She contacted emergency services, since she obtained a result of 120 mg/dl. Prior to their arrival, the pt ate food and/or drank a beverage. Emergency services (ems) tested her blood glucose level; however, she could not recall what else was performed prior to being transported to the hosp. The result obtained by ems was not specified. A result of 89 mg/dl was obtained at the hosp. She was admitted for low blood glucose and other health issues. The customer care agent (cca) discovered that the pt was not cleaning the meter according to the owner's manual. The cca verified that the approximate room temperature was within range and the air in the room where testing was being performed was normal. The test strips were either expired, stored improperly, or opened longer than the discard date. The pt was using the correct technique for cleaning the puncture area and correct technique for applying the blood to the test strip. Troubleshooting could not be completed. The pt was experiencing hypoglycemic symptoms, obtained a 120 mg/dl, administered proper self-treatment prior to the ems arrival, had a blood glucose level of 89 mg/dl at the hospital, and was admitted for low blood glucose levels/other health issues. Although an 89 mg/dl result does not constitute hypoglycemia, the pt was admitted for hypoglycemia and experienced symptoms related to hypoglycemia. The meter was replaced and complimentary test strips and control solution were sent.